Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device revealed that the cautery pin was detached/separated and was not returned by the customer. The lack of cautery pin or conditions of the event failed to determine what could have contributed to the reported failure in order to identify the most probable cause of the event, additionally, during the manufacturing process the units are inspected in order to avoid the failures reported. However, there is no control in how devices are handled in the field. Based on the information available and the analysis performed, the most probable root cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator ii-20mm round stiff snare was used in the common bile duct during a colonoscopy with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, "the cautery pin would not be completely locked and secured, it kept falling out." The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the cautery pin was detached/separated and was not returned by the customer.